Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during drain seven of eleven of peritoneal dialysis therapy. During troubleshooting, it was discovered that customer incompletely/loosely connected the transfer set to the patient line. The use error caused the transfer set to become disconnected from the patient line. The technical service representative assisted with clearing the alarm, the customer discarded the supplies and ended therapy. The proper procedures were reviewed with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A patient incompletely or loosely connecting a transfer set to the patient line is a known cause of this alarm. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.